Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal suture has teared. All of the IFU steps were followed, during the last step (green tube was pushed down), the thread had torn above the collagen. Hemostasis was achieved and the insertion canal was closed. Hemostasis was achieved by the angio-seal device. There was no bleeding, no complications, and the patient was discharged from the hospital as planned. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. Visual inspection revealed that the hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. Microscopy inspection of the distal end of the suture revealed to be blunt and evenly cut except at the very edge. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined.